Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 277 (mg/dl) for 4 days. Reportedly, customer had surgery on their foot on (B)(6) 2016 and states that they have had elevated blood glucose levels since then. Customer administered boluses to treat bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.